Event description:
Customer reported 2 occurrences of donor samples where the ab ID was performed and the sample was scored as negative, but the plate was visually reviewed and determined to be different than the galileo reading.

Manufacturer narrative:
Rois were reviewed using remote access to the instrument; it appeared that they need to be adjusted. The rois and automatic camera were adjusted and resolved the issue.